Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder when the staff tried to activate the safety shield the holder released from the needle. The following information was provided by the initial reporter. The customer stated: "after blood collection when the staff tried to activate the safety shield the holder released from the needle. When the staff tried to activate the safety shield on the needle the holder looses from the attached needle. No impact on patient or staff. No blood exposure. Booked a f2f meeting (B)(6) 2023 for more information and to pick up products for evaluation. No lot number from the customer, will get that information this week."